Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03679. It was reported the patient's scs system was explanted due to an infection. No additional information is available at this time.

Manufacturer narrative:
Method: review of the DHR found a nonconformance related to the product lot. However, the individual related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.